Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The product surveillance associate reported that during testing of the device in the laboratory, the oxygen sensor failed. Inspection also revealed a buildup of electrolyte gel inside the sensor port. There was no patient involvement.